Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Vessel perforation is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the microcatheter (subject device) perforated the aneurysm when a coil was being deployed. Surgical clipping was done and the patient was in serious condition. No other information is available.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the microcatheter (subject device) perforated the aneurysm when a coil was being deployed. Surgical clipping was done and the patient was in serious condition. No other information is available.

Manufacturer narrative:
Correction: event description - corrected. Type of reportable event - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Vessel perforation, aneurysm rupture, hemorrhage and death are known and anticipated complication to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following a coil deployment, the microcatheter (subject device) unexpectedly moved and perforated the internal carotid- posterior communication arteries aneurysm resulted in bleeding. The physician was unable to stop the bleeding using a guidewire and balloon angioplasty; therefore, surgical clipping was done. The patient is in brain-dead state now.